Event description:
An alarm issue was reported with the adc device. Caller reported the high glucose alarm did not sound and customer experienced fatigue, sweating, vomiting, "potential organ failure". Customer was seen at the hospital and was treated with insulin and water. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Caller reported the high glucose alarm did not sound and customer experienced fatigue, sweating, vomiting, "potential organ failure". Customer was seen at the hospital and was treated with insulin and water. There was no report of death or permanent injury associated with this event.